Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath clear was selected. After the faradrive was inserted, and the farawave was introduced, air continued to be drawn during suction. No air was detected from the tip of the sheath. The device was subsequently replaced. The procedure was completed without any patient complications. The device was disposed of and is not expected to be returned. Additional information revealed bubbles were observed in the syringe.

Manufacturer narrative:
Additional information added to describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath clear was selected. After the faradrive was inserted, and the farawave was introduced, air continued to be drawn during suction. No air was detected from the tip of the sheath. The device was subsequently replaced. The procedure was completed without any patient complications. The device was disposed of and is not expected to be returned.